Event description:
It was reported that medics responded to call regarding an (B)(6), male patient weighing approximately (B)(6) who was experiencing cardiac arrest. Upon arrival, patient was asystole. Manual CPR was administered until the autopulse platform was deployed. The platform ran for about 30 seconds to 1 minute with an autopulse li-ion battery before it suddenly stopped. Medics performed manual CPR for about 30 seconds until a second battery was installed. The platform continued CPR for the remainder of the call. Patient remained asystole. Return of spontaneous circulation (rosc) was not achieved. No further information was provided.

Manufacturer narrative:
Customer reported that the initial autopulse li-ion battery was inspected back at the station. A red led light was lit when the battery status check button was pressed. The battery was taken out of service when installed in both bays of the autopulse multi-chemistry charger. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.